Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The kink was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the separation to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information indicated that no unusual resistance was felt and the wire suddenly bent and separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the distal soft portion (2/3 of the guide wire length) of a ht bmw universal ii guide wire separated during insertion into the guide catheter. The procedure was successfully completed with another guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.